Manufacturer narrative:
The device was retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the left intracranial lead, which had been damaged during the implant procedure while connecting the left ventral intermediate nucleus (vim) lead to the lead extension. The damaged lead demonstrated high impedances; however, the physician initially elected to proceed in order to determine whether therapy could be salvaged at programming, with the understanding that the patient would not remain magnetic resonance imaging (MRI) compatible thereafter. The revision surgery was performed to enable the use of additional contacts on the lead for improved tremor management. No patient complications were observed as a result of this issue. The patient is recovering normally postoperatively. The explanted device will not be returned to boston scientific for analysis as it was retained by the facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the left intracranial lead, which had been damaged during the implant procedure while connecting the left ventral intermediate nucleus (vim) lead to the lead extension. The damaged lead demonstrated high impedances; however, the physician initially elected to proceed in order to determine whether therapy could be salvaged at programming, with the understanding that the patient would not remain magnetic resonance imaging (MRI) compatible thereafter. The revision surgery was performed to enable the use of additional contacts on the lead for improved tremor management. No patient complications were observed as a result of this issue. The patient is recovering normally postoperatively. The explanted device will not be returned to boston scientific for analysis as it was retained by the facility.